Manufacturer narrative:
The consumer's alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device, failure analysis of the returned product revealed that the nova max plus glucose monitoring device performed within specification. According to the case documentation, the test strips in question were discarded and the consumer didn't know the lot number. The consumer returned a vial of test strips lot # 1020214287; the vial was received in a condition making the evaluation impossible. Visual inspection of the returned vial revealed the inside of the vial was contaminated with a substance that is consistent with dried bloody residue and the test strips appeared to have been used. Qa retain test strips from the same lot were utilized to complete the investigation - qa strips from the identified lot did not reveal any performance failure. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. According to the consumer, he reported that "...his nurse performed a control solution test on the test strips in question when he first opened them; he stated that the result was within range, but he could not go through the meter memory to find the within range control result...." It is unknown which brand of control solution the nurse used to perform the control solution test. The consumer is (B)(6) and stated he has been a diabetic for 47 years. The consumer had difficulty recalling the events that led up to this incident. He was unable to provide any information regarding the test strips involved in the reported event, nor could he provide any information his hospitalization. According to the consumer, he lives at an assistance living facility and has a nurse who checks on him periodically during the evening. Consumer stated at 1 am on (B)(6) 2016 he was fine and responsive. Consumer stated his nurse stands at his door, calls out his name if he responds she assumes he is fine. At 1:30 am, the nurse entered his room and found him unresponsive and she called the paramedics. Consumer stated he controls his diabetes with lantus and humalog. Consumer stated in addition to his sliding scale of 4 units of humalog he also was administered "plus one unit". Consumer could not recall when this medication was administered or by whom but does recall that is what was given to him for this episode. Consumer was taken to (B)(6) hospital and spent three nights in the hospital. Asked consumer if his entire stay at the hospital was due to this event. Consumer was not clear, his reply was vague and said "well the diabetes caused other stuff too". Consumer would not elaborate further. Test strip lot # unknown - discarded. Control solution lot # unknown. Per label copy/ package insert. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter is expected to be returned for evaluation.

Event description:
Consumer called in requesting his meter replaced. Consumer stated the paramedic's meter result was much lower than his nova max plus blood glucose results. Consumer stated he tests 12 times a day and his meter only lasts about a year, then he ends up in the hospital because the meter cannot handle how many times a day he tests his blood.